Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2012, two year follow-up examination revealed a distal type I endoleak. The aneurysm was measured at 71.9 mm. On (B)(6) 2012, a gore® tag® thoracic endoprosthesis was additionally implanted to repair the distal type I endoleak. The patient tolerated the procedure. On (B)(6) 2013, three year follow-up examination revealed aneurysm enlargement to 77.6 mm. The physician elected to monitor the patient. The cause of the aneurysm enlargement was not reported. On (B)(6) 2014, four year follow-up examination revealed that the aneurysm measured 78 mm. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.